Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed on the auxiliary cabinet. A field service engineer replaced the controller module to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication for the patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.